Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review and good faith effort communication with field service engineer, it was determined that this complaint tw (B)(4) has a duplicate record (tw (B)(4)). This became a invalid complaint. So all the event related information will be investigated and supplemental will be submitted in the other record- (tw (B)(4)). Please cancel this in your database.

Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge rep. That during field action, the cardiosave intra-aortic balloon pump was found to have corrosion on front end board. Also, customer stated that cardiosave was intermittently powering up in service mode. No patient was involved.